Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and constipation ("constipated all time"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic abscess outcome was unknown. The reporter considered constipation and pelvic abscess to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event medical device removal updated to pelvic abscess. Insertion date and removal date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure to the abdominal or pelvic cavity'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tube') and perforation ('or perforation of other organs') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criterion hospitalization), constipation ("constipated all time"), haemorrhoids ("hemorrhoids"), vaginal abscess ("vaginal abscess"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("physical stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy with essure"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, constipation, haemorrhoids, vaginal abscess, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown and the depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, constipation, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhoids, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, vaginal abscess and weight fluctuation to be related to essure. The reporter commented: almost immediately after essure implantation plaintiff experienced adverse events. Discrepant essure insertion date reported : (B)(6) 2015, discrepant essure removal date reported: about (B)(6) 2020. Event reported via social media: hemorrhoids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2021: follow up information was received via lawyer from canada and it was detected that this report refers to a plaintiff from canada (country in address was amended). It was detected that the event abscess was reported as vaginal abscess (previously coded to pelvic abscess), also previously via social media reported event hemorrhoids was added. Essure was implanted for permanent birth control. New events were reported, they started almost immediately after essure insertion: uterine perforation, fallopian tube perforation, perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, genital hemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress. Patient was hospitalized. Essure insertion date was specified: (B)(6) 2015. Discrepant date of essure removal was reported: (B)(6) 2020 (reported already previously via social media). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they go away 2/13') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("constipated all time"). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered constipation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event constipated all time based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure to the abdominal or pelvic cavity'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tube') and perforation ('or perforation of other organs') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criterion hospitalization), constipation ("constipated all time"), haemorrhoids ("hemorrhoids"), vaginal abscess ("vaginal abscess"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("physical stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy with essure"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, constipation, haemorrhoids, vaginal abscess, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown and the depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, constipation, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhoids, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, vaginal abscess and weight fluctuation to be related to essure. The reporter commented: almost immediately after essure implantation plaintiff experienced adverse events. Discrepant essure insertion date reported : (B)(6) 2015, discrepant essure removal date reported: about (B)(6) 2020. Event reported via social media: hemorrhoids quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-sep-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they go away 2/13') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("constipated all time"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered constipation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they go away 2/13') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("constipated all time"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered constipation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) with additional information received through social media and describes the occurrence of device dislocation ("migration of the essure to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of fallopian tube"), perforation ("or perforation of other organs") and genital haemorrhage ("genital bleeding") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure and novasure ablation performed concomitantly"). The patient had a medical history of alcohol use, smoker (smokes about 10 cigs a day), parity 1, gravida I, back pain, bloating, constipation and d & c. Previously administered products included: zoloft, omeprazole and naproxen. The patient had a family history of angina pectoris and renal cancer. Concurrent conditions were listed as vomiting, vertigo, migraine, hypertension, depression, adenomyosis, menarche, diarrhea, vertigo, dizziness, muscle spasm, uterine fibroid, fever, weight loss, fibromyalgia, irritable bowel syndrome, sinusitis, intermenstrual bleeding, diarrhea, depression, headache, constipation, bloating, heavy periods, endometriosis, pelvic pain female, adenomyosis, back pain, lower abdominal pain, headache, swelling nos, abdominal bloating, dysfunctional uterine bleeding, endometriosis, pelvic infection, abnormal uterine bleeding, endometriosis, lower abdominal pain, pelvic pain female and adenomyosis. Concomitant products included ativan (lorazepam), duloxetine, ibuprofen and naproxen. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criterion hospitalisation), genital haemorrhage (seriousness criterion intervention required), constipation ("constipated all time"), haemorrhoids ("hemorrhoids"), vaginal abscess ("vaginal abscess"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), pregnancy with contraceptive device ("unwanted pregnancy with essure"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("physical stress"). The patient was treated with surgery (essure removal surgery and novasure endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, constipation, haemorrhoids, vaginal abscess, pelvic pain, abdominal pain, back pain, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, constipation, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhoids, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, vaginal abscess and weight fluctuation to be related to essure administration. The reporter commented: almost immediately after essure implantation plaintiff experienced adverse events. Discrepant essure insertion date reported : on (B)(6) 2015, discrepant essure removal date reported: about (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: findings: limited on the head CT of the upper abdomen has been performed with special attention to the adrenal glands, which once again appear plump/mass the left ventricle gland with hounsfield units less than 10. This CT characteristic favors a adrenal adenoma as suspected. CT adrenal nodule appears to be stable. An adrenal adenoma it is essentially benign and in the overwhelming majority of ease, do not ee1. 1se ~ny clinical complications. Since the patient's adrenal gland has appeared stable between november and january. The patient may choose to repeat the CT scan if she wishes in 1-2 years¿ time. Otherwise, if the patient has no symptoms, the patient may also adopt a watch and monitor approach. [Hysterosalpingogram] on (B)(6) 2015: the patient has had fallopian tube occlusion. There is no contrast filling of the fallopian tubes and there is no contrast spill into the peritoneal cavity in keeping with appropriate occlusion bilaterally [pathology test] on (B)(6) 2020: woman with pelvic, lower abdominal pain final diagnosis: uterus, cervix and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: cervix: cervical transformation zone excised negative for intraepithelial lesion (nil). Nabothian cysts. Endometrium: changes consistent with previous ablation. No residual endometrium. Myometrium: focal changes consistent with previous ablation. Remaining myometrium with no diagnostic abnormality. Right fallopian tube: tiny paratubal cyst, benign, left fallopian tube: fallopian tube with no diagnostic abnormality. Gross description: right fallopian tube measures 8 cm in length including the fimbriated end, and diameter ranges 0.3 to 0.5 cm. Left fallopian tube measures 7 cm in length including the fimbriated end, and the diameter ranges 0.3 to 0.6 cm. In the cornu of the uterus on both sides, approximately 1 cm portions of thin metabolic coils extending from fallopian tubes are noted. Both extensions are tightly surrounded by fibrotic appearing tissue and myometrium obliterating the openings of the fallopian tubes completely. Serially sectioning of both fallopian tubes shows remaining portion of inserted thin metallic coils in the lumina, extending approximately 3 cm segments of proximal portions in both fallopian tubes, the coils are grossly consistent with essure ¿type birth control device measuring 4 cm in length and 0.2 cm in diameter. Both fallopian tubes are entirely obstructed by the coils and surrounding fibrotic tissue throughout the coils' lengths. The coils are fixed to the tissue and cannot be removed by pulling. Distal to the coils, cut surfaces of both fallopian tubes are essentially unremarkable. The diameters of the fallopian tubes on both sides distally become larger. Both fallopian tubes are intact with no perforation seen [spinal x-ray] on (B)(6) 2018: cervical spine: history of neck pain radiating to the hand. There is straightening of the cervical spine which could be normal or due to muscle spasm and clinical correlation is recommended. Narrowed c5-c6 disc space is seen with anterior and posterior osteophytes. There is normal spinal alignment. The soft tissues and posterior elements are normal. Joints of luschka are narrowed bilaterally at the c5-c6 level. Lumbar spine: do not see any spondylolysis or spondylolisthesis. Vertebral body height is normal. There may also be mild narrowing at the l2-l3 disc space, however, this is minimal. Degenerative change is seen involving the lower thoracic spine in the lateral view as well. [Ultrasound abdomen] on (B)(6) 2019: the echogenicity of the liver is increased consistent with hepatics d ptosis. There is a non-mobile 0.6 cm nodule in the gallbladder associated with anterior wall. This most likely represents a small polyp. The pancreas is normal in size but there is a questionable 2 cm x 1.6 cm hypoechoic area at the uncinate process of the pancreas. [Ultrasound pelvis] on (B)(6) 2018: indication:6-week history of bloating, no constitutional symptoms. Tenderness over left lower quadrant. Irregular menses. Afebrile. Tenderness to palpation. Findings: there remain essure occlusion devices within the adnexa, with posterior acoustic shadowing, exact positioning difficult to confirm, given limited visibility in the adnexal region, from overlying bowel gas. No definite migration or perforation, or surrounding adnexal complex fluid. The ovaries are unremarkable event reported via social media: hemorrhoids. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 10-apr-2024: medical record received. New event medical device monitoring error added. Lab data (surgical pathology report) added. Medical history, concomitant conditions, concomitant drugs, new reporters are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they go away 2/13') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.